Event description:
The physician predilated the external iliac with a 7x100mm balloon. The physician stated that he deployed the stent in the external iliac and did not have a "good sight" of the stent on the screen while deploying. While deploying he did not move the sheath back and deployed a portion of the stent within the sheath. This resulted in the tip becoming constrained in the ship and detaching. The tip remained in the sheath and a snare device was used to further remove it from the sheath.

Manufacturer narrative:
The device has not yet been released by the hospital for return to the manufacture. It appears that the physician did not deploy the stent all the way out of the sheath; therefore, constraining the tip inside the stent within the sheath. An MDR supplement will be provided when the device is returned and analyzed.